Manufacturer narrative:
(B)(4). Concomitant products: dil cath: 2.25 x 12 trek; guide cath: ebu. (B)(4) - incorrect prep. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The trek referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that a whisper guide wire was placed in an unknown coronary artery; however, when attempting to advance a 2.25 x 12 mm trek over the guide wire, the trek could not advance over the guide wire and during removal there was resistance and the proximal shaft separated outside the anatomy. The devices were removed and after dipping the wire it was successfully used with another balloon catheter. Neither the guide wire or the trek were prepped prior to use. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.